Event description:
Customer reported that a consumer's child received a false positive result with the binaxnow¿ covid-19 antigen self test on an unknown date. Confirmation molecular testing was performed within a day by the consumer's doctor which presented a negative result (platform, sample type and date unknown). Customer noted that they were informed by the consumer at a later date that the product appeared to have been expired when used. Child was mildly symptomatic. No further information regarding health status or outcome was provided.

Manufacturer narrative:
Additional information: event date is an approximation. Lot was confirmed to have been expired when used per certificate of analysis review. The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 149238 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 149238 and device part number 195-430h / lot 141467a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 149238 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.